Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarms could not be confirmed as no log files were submitted for review. A root cause for the reported event cannot be conclusively determined through this analysis. System controller, serial number (B)(6), was not returned for evaluation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use ( section 2 ¿system operations¿) describes how to properly remove or install a backup battery within the controller. The user is instructed to confirm that the backup battery is properly connected, by verifying that either a green or amber indicator light appears on the battery and that the backup battery installation graphic no longer appears on the information display screen. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was a new issued a low flow system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the controller was exchanged due to emergency backup battery (ebb) faults that did not resolve after multiple self tests and ebb reseating and being visibly loose.